Event description:
Mother of pt reported pt received peritoneal dialysis on pac-xtra device when device displayed goal for fill volume to be 214ml when the actual goal set was 190ml. There was also a "scale drifting" alarm. Device was in drain mode when mother called operational assistance. When the operational assistance representative had the mother clamp the pt line and proceed to the next fill, the display read 190ml as the goal set. Upon follow-up with the mother, mother reported pt had contracted peritonitis. The healthcare professional (hcp) confirmed the peritonitis and reported pt had to have catheter removed and reinserted into a new site. Hcp stated the peritonitis was not related to device. No further incident detail is available regarding the peritonitis event and corresponing medical intervention. Hcp reported there was never anything wrong with the fill volume initially reported by the mother.